Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-03192. Follow up information identified the patient plans to undergo explant of the old percutaneous leads on a future date after the successful implant of the paddle lead.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2018-03192. Follow up information identified the patient¿s old system was explanted on (B)(6) 2019.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-03192. Follow up information identified postoperatively, effective therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2: reference MFR report: 3006705815-2018-03192. It was reported the patient is experiencing ineffective stimulation. X-rays were taken and indicated the leads have migrated. Surgical intervention was undertaken on (B)(6) 2018 and a surgical lead was implanted.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-03192.